Event description:
The customer noticed qc results were drifting and that they received questionable high triglyceride results for an unknown number of patient samples. The issue involved three cobas c501 analyzers at the site. Refer to the medwatchs with (B)(6) for the other analyzers. Data was only provided for one sample as an example. The initial result was 333 mg/dl and the repeat result was 135 mg/dl. All of the erroneous results were reported outside the laboratory. The physicians called and thought the results were high. The lower repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 61450901 with an expiration date of 05/31/2016. The field service representative could not find a cause. He ran precision testing which passed within specifications. He confirmed there was no issue with the reagent shipment as qc was performed on reagent from other shipments and the results were the same. It was noted the lab water tanks and filter cartridges were changed on or about (B)(6) 2015 which may have caused or contributed to the issue.

Manufacturer narrative:
A specific root cause could not be identified. As it was noted the issue disappeared after the account replaced the water tank, the event was likely due to water contamination.